Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 3.4 inr on the coaguchek xs plus system while a comparison lab returned as 2.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.